Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient allegedly passed away. In addition, there was allegation of nose irritation, dizziness and/or headache, asthma. The device was not returned to manufacturer for evaluation. Due to potential litigation surrounding this case, no follow up can be performed at this time. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient allegedly passed away. In addition, there was allegation of nose irritation, dizziness and/or headache, asthma. The device was not returned to manufacturer for evaluation. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that there was no visible foam degradation. During the evaluation, secondary findings were observed and unit got scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box a: patient identifier has been updated. In box d: product brand name, model number, catalog item identifier has updated. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.